Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that there was a separation of the haptic element which was during iol implantation. There was patient contact. No patient injury. The planned procedure was completed, the iol was explanted and replaced with a similar company lens. Additional information has been requested but is not available at the time of this report.